Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. A unknown size delivery system was used to deliver the device which could have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Image received appeared to show device in cobra deformation. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was chosen for implant using a non-abbott delivery system. During procedure, the device exhibited a cobra deformation. There was no interaction with cardiac structures during deployment, and there was no angulation or kink in the delivery system. The device was removed from the patient. A 24mm non-abbott device was implanted. There were no adverse patient effects reported.